Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the user informed the technical support engineer (tse) that they experienced a recurrent error code 86 on the surgeon side console (ssc2). The user had already restarted the system several times, but the issue persisted. Tse guided a hard power cycle of the ssc2, but the error returned. The user disconnected the ssc2 and continued with the procedure using the other ssc. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the customer did complete the procedure using the ssc1 with no patient harm, adverse outcome, or injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced generic power distributor (gpd) to resolve error 86 and right master tool manipulator (mtmr) to resolve error 23025 at startup of the surgeon side console (ssc2). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the gpd or mtmr for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 86 points to power distribution board adc fault - the scc2 saw an analog to digital converter voltage out-of-range on channel 21, 12.0v.